Manufacturer narrative:
Device is a combination product. Date of event: "unknown date of (B)(6) 2018" used (B)(6) 2018 as event date since the correct date was not provided. Initial reporter last name: (B)(6) hospital (the general hospital of (B)(6)).

Event description:
(B)(6) clinical study. It was reported that patient experienced angina pectoris. In (B)(6) 2013, the patient presented with an unstable angina with objective evidence of ischemia. The patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery with 80% stenosis and was 24 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm study stent following post dilation, the residual stenosis was 0%. Three days after, the patient was discharged on acetylsalicylic acid and clopidogrel. On an unknown date of (B)(6) 2018, the patient was diagnosed with a coronary heart disease angina pectoris and was hospitalized. Medication was administered to treat the event. The outcome of the event was considered to be recovered/resolved and the patient was discharged.